Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable harness from ps1 to power signal pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system locked up. There is no report of death or serious injury.